Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra fine¿ pen needles are bending during injection and tearing tissue. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown. It was reported that needles bend during injection and tear tissue which causes bleeding, discomfort and pain. Verbatim: my insurance has denied coverage on novofine plus 32g x 4 mm insulin needle caps for the novolog pens I use, and instead, will only cover these. As you can see, the needle is bent. The bend, inside me, every injection. They often tear tissue when they do and cause me to bleed. As well as the discomfort and outright pain they cause. I think this is a safety issue that needs to be addressed. I also think these should be made sticking out of a flat surface, not sticking out of a plastic tip sticking out of a flat surface. More like the novo brand. I've never had an issue with them. I'm about to start paying $65 out of pocket for the other brand because your needles are subpar and dangerous.